Event description:
The following was reported to hamilton medical ag: summary: disturbed screen, ventilation stopped.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: no repair information for the related defect was found, and no equipment with this sn was found. Therefore, it is not related to our products. Correction: reason for not taking control actions: no repair information for the related defect was found, and no equipment with this sn was found. In fact, this event did not occur.

Event description:
The following was reported to hamilton medical ag: summary: disturbed screen, ventilation stopped.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: disturbed screen, ventilation stopped.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: no repair information for the related defect was found, and no equipment with this sn was found. Therefore, it is not related to our products. Correction: reason for not taking control actions: no repair information for the related defect was found, and no equipment with this sn was found. In fact, this event did not occur. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. The device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown.